Event description:
It was reported that customer has noticed changes with the way the plunger rod rest is pushed back from the top of the barrel with a the relion® insulin syringe. The following information was provided by the initial reporter: it was reported that something has changed with syringes and the plunger rod rest is pushed back from the top of the barrel.

Manufacturer narrative:
Investigation: customer returned twenty (20) unused 31g x 6mm, 0.3ml relion insulin syringes: 10 sealed in a polybag from lot 9091713, and 10 sealed in a polybag from lot 9169800. Consumer reported that the plunger resting place is incorrect, said something has changed and now the plunger rod is pushed back from the top of the barrel, causing air bubbles to form in the syringe. All 20 returned syringes were examined, then tested for flow using water, and no issues were observed; all 20 syringes were able to draw and expel properly. Since no manufacturing defects were observed on the returned samples, the alleged issues could not be confirmed. No samples from lot 8127832 were returned, therefore the issues cannot be confirmed, and root cause is undetermined. A review of the device history record was completed for batch# 8127832. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802791] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9169800. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200825740] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8127832, medical device expiration date: n/a, device manufacture date: 2019-03-29, medical device lot #: 9091713, medical device expiration date: n/a, device manufacture date: 2019-05-20, medical device lot #: 9169800, medical device expiration date: n/a, device manufacture date: 2019-07-11. " (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer has noticed changes with the way the plunger rod rest is pushed back from the top of the barrel with a the relion® insulin syringe. The following information was provided by the initial reporter: it was reported that something has changed with syringes and the plunger rod rest is pushed back from the top of the barrel.